Event description:
Customer alleged speaker not alerting. Blood glucose level was not provided. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.